Event description:
The customer reported that during a routine check of the unit, they observed that one of the pins on the electrocardiogram connector was pushed in and the body of the connector was damaged.